Manufacturer narrative:
Examination was not possible, as the products were not returned. A review of the device history records by depuy another country found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective actions is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Distal screw broke off during primary extended the surgical procedure.